Manufacturer narrative:
The device history record, DHR-000014, was reviewed. The or prep kit was manufactured on october 12, 2023. There were no nonconformances pertaining to this lot number. The or prep kit met all specifications prior to release from manufacturing. The complaint was about the special bolus needle failing to bolus in the pump. The customer stated they used the backup bolus needle and had no problem. The needle was received on february 18, 2025. On february 26, 2025, the intera quality team evaluated the returned device. The device was removed from packaging and placed in a 20% solution of bleach to disinfect. A 10ml syringe was filled with bleach solution and connected to a tubing set. Device was identified as a refill needle, lot 23j260ct, connected to a tubing set. No device defects were detected, tubing set flushed as expected. The complaint investigator was able to inject through the tubing set with no problem. All indications lead to that the physician used the incorrect needle instead of the special bolus needle, therefore, we attribute this incident to use error.

Event description:
Intera oncology received a report of an or prep kit needle (sbn) that wouldn't flush the catheter. The pump was prepped well and was being supported the case remotely by an intera oncology clinical account specialists (cas). The physician implanted the pump and catheter, needle was fully depressed and unclamped, but it would not flush. The cas representative asked the physician to remove the needle, prime, re-access, however it still would not flush. Another intera oncology employee walked through the implant with the physician and related the same information provided by the cas representative. The physician was told to use the backup or prep kit needle (sbn), to prime and reaccess. The outcome was that the physician was able to flush the catheter with the backup or prep kit needle. Intera oncology asked the physician to salvage the needle and returned to intera.